Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 428 mg/dl at the time of the incident. Customer stated that he came home and when he woke up the insulin pump was off and the blood glucose is now at 428 mg/dl. Customer stated that he wanted to file a complaint against his insulin pump. Customer stated he got a low battery alert at work. Customer also mentioned he had insulin flow block. The insulin pump will not be returned for analysis.